Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm. The fse also replaced the integrated electrosurgical unit (iesu) due to low power when using bipolar energy. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure on the mtm. The error was reproduced during sine cycle. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure on the iesu. The unit was placed on an in-house system in normal mode. The unit energized and cauterized and all ports recognized instruments. No further log review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23013 occurred. The technical support engineer (tse) reviewed the logs and confirmed errors 23013, 23026, and 23008 pointing to an issue with master tool manipulator (mtm) left axis 2. The tse also noted error 23027 pointing to a digital pot health status error on the mtm. The tse had the customer perform a movement on the faulty mtm in all directions and make sure it was not blocked. The tse then had the customer perform a hard power cycle and check all blue fiber connections; however, the fault persisted. The tse had the customer disconnect surgeon side console (ssc) 2, which was the cause of the issue, and restart the system. The system worked fine and the customer continued with surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on 8/12/2020 and obtained the following additional information: the procedure was completed only with one ssc without any further issues. There was no report of patient harm or injury. As a result of this issue, the surgical procedure was delayed by 30 minutes.